Event description:
It was reported that (2) er320 were used during a lap cholecystectomy procedure. It was reported by the rep that the clips were not advancing properly in the er320 clip applier. The surgeon completed the case with a new clip applier and there was no consequence to pt.